Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was 377 mg/dl. Reportedly, the customer's mother believed the issue was due to the pump as customer's a1c increased from 6's to high 7's and low 8's. Insulin delivery was resumed.